Manufacturer narrative:
Procode: knt - tubes, gastrointestinal (and accessories). (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient received a ultrathane carey-alzate-coons gastrojejunostomy replacement catheter on (B)(6) 2017 for an unspecified indication. The patient returned to the hospital four (4) days post implant on (B)(6) 2017 with a report that the cap was falling off the device. The customer reports that the patient was "pulling on the tube." The device was explanted and replaced with a new catheter. The device is not available for evaluation.

Manufacturer narrative:
The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A device history record review could not be performed as the complaint lot number was not provided. During the manufacturing process the cap is pulled over flare until flare is seated against inside bottom of cap. The adapter is then attached to the cap and adhesive is applied to the threads of the adapter to prevent the cap and adaptor from reverse threading after assembly. Test data has confirmed that the tensile force to separate the hub from the shaft exceeds the acceptance criteria of = 15n (3.3lbs). The complaint states that "...patient pulled the tube, causing the catheter's hub/red cap to break off; therefore, feeding tube deemed unusable." Process validation activities have successfully been completed for this process, which considered tensile properties of the proximal fittings against predetermined acceptance criteria. The product dmr was assessed and no notable gaps in the production or processing controls were observed. As a preventive measure, internal personnel were retrained to internal quality control inspection and manufacturing procedures as well as advised of the risks associated with hub failure for this device. The device IFU details the instructions for use, including how to handle the device during formation of the malecot during placement of the device. Medical personnel at the user facility were retrained on the proper way to place the feeding tube and form the malecot per the IFU. It is not clear if the leading cause to this event might be associated with the mobilization of the patient (the cap could become dislodged during the mobilization of the patient), an eventual medical procedure event or an eventual malfunction of the device. Based on the provided information, and the investigation, a definitive root cause cannot be established or reported at this time. Measures have been previously initiated to address this issue. We will notify the appropriate personnel and continue to monitor for similar complaints.